Manufacturer narrative:
Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Reporter: initial reporter is a mitek affiliate. Device evaluated by MFR: investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No nonconformances were identified for this part-lot number combination. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from mitek (B)(4) reports an event as follows: it was reported that during a bankart repair surgery, when the surgeon applied tension to the gryphon p br ds anchor with orthocord, it came off. Then, the surgeon implanted a second gryphon p br ds anchor with the same bone hole, but it came off again when tension was applied. The surgeon created another bone hole in a different position and implanted a third gryphon p br ds anchor, but the anchor came off again when tension was applied. Finally, the surgeon created another bone hole in a different position and implanted another anchor to complete the surgery. There were no broken parts left in the patient¿s body. It was brand new and the issue occurred in its first use. There was no surgical delay or patient harm reported. No further information was provided by the hospital. This report is for a gryphon anchor. This is report 1 of 3 for (B)(4).